Event description:
Device reported shock impedance > 150 ohms. Lead to be evaluated further. Lead currently remains implanted. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.